Event description:
Legal counsel for patient reported that patient underwent a total right hip arthroplasty on (B)(6) 2007. Patient¿s legal counsel further reported that a revision procedure was performed on (B)(6) 2013, due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, elevated metal ion levels, metal poisoning, and metallosis. Additional information obtained through a review of invoice history and patient medical records indicates that the initial surgery on (B)(6) 2007 was a resurfacing hip procedure. Patient medical records further indicate that the revision procedure was performed on (B)(6) 2008, to convert the resurfacing hip to a metal on metal total hip replacement. The revision operative report noted the resurfacing femoral head was incompletely seated, the acetabular cup was vertically aligned, synovitis, and effusion. The revision op notes confirm the resurfacing femoral head was removed and replaced and revealed the acetabular cup was not removed as it was well fixed. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided. Date of event ¿ no information. Expiration date - no information. Date explanted - no information. PMA/510(k) number - no information. Manufacture date ¿ no information. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-00066/ -00067 and -02990).